Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. Through follow-up communication with the customer, livanova deutschland learned that the devices have been regularly cleaned according to the instructions for use (IFU). The customer stated that the device is placed inside the operation room during use approximately 3 meters from the patient with the exhaust fan directed away from the surgical field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium (10cfu/100ml) during maintenance. There is no known patient involvement.

Manufacturer narrative:
The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed on (B)(6) 2017 with final lab test result 0 cfu / ml. The initial and the final lab test results upon the deep disinfection procedure revealed both no growth of mycobacteria. Contamination could not be confirmed in this case, however a corrective action are in progress for this issue.